Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments, analyzed and the distal conductor was fractured. It was noted that the proximal conductor was distorted, there was blood/body fluid on all conductors (not obstructed), the inner insulation was torn, the outer insulation was torn and the outer insulation was breached cut.

Event description:
It was reported that the lead was returned to the manufacturer after being removed. Follow up indicated that the lead had shown noise and oversensing at two consecutive follow ups. The lead was capped and replaced and later explanted. The device subsequently tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.